Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Surgical intervention addressed the issue.